Event description:
The customer reported obtaining erroneously low sodium (na) results for three (3) patients, involving the unicel dxc 600 pro synchron system. The customer repeated the samples on an alternate dxc and obtained higher na results within the normal reference range for the patients. The erroneously low na results were reported outside the laboratory and later amended. There was no effect to patient treatment in connection with this event. Quality control (qc) was within laboratory's established ranges on the day of the event.

Manufacturer narrative:
Although a service visit had been initiated by customer technical support, the customer resolved the issue prior to the arrival of the field service engineer. The customer replaced the sodium electrode to resolve the issue.